Manufacturer narrative:
Device eval: smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.

Event description:
The user facility reported that after an unk amount of time in use, a leak was detected at the device cuff. No adverse effects to the pt were reported.